Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the product tank was defective. Additional malfunctions include the tie wraps were defective.